Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Bleeding was managed in each case by applying metal clips (ligamax), in some cases 2 full ligamax had to be used to control the bleeding. The surgeon had reported 4 incidents of stapler line bleeding after stapling with the powered echelons. The surgical technique he used for each procedure were consistent. Surgeon is an experienced user of our echelon products. Rep had seen videos of the procedures and can confirm that there was more than normal bleeding in each case. Surgeon is happy to provide videos after he has de-identified these of patient information. None of the patients had to undergo blood transfusion. There was no reported drop in any of the patient¿s blood pressure. It is unknown if any of the patient were sent to ICU or had an extended hospital stay as a result of the bleeding. No devices to be returned for evaluation. The rep may be able to obtain lot numbers and will provide information when received.

Event description:
It was reported that there was higher than normal staple line bleeding after stapling. Tw0 green reload firings then remaining gold firings green reload firings appeared normal when the stapler was removed but bleeding was delayed and entire staple line was bleeding excessively after approx 30 seconds first gold firing had a straight staple (not formed) this was the first gold reload firing remaining staple lines also experienced delayed bleeding, which the surgeon thought was more bleeding than normal. The surgeon routinely checks for crutch staples between firings, and removed any visible crutch staples. The surgeon routinely uses green and gold reloads for his sleeve gastrectomy procedures. The surgeon only uses seamguard reinforcement if he is worried about bleeding, if the patient is on aspirin or has other tissue characteristics which could lead to bleeding. The surgeon did not feel there was any indication of staple line bleeding while firing, eg. Stapler motor didn't slow down or hard to close jaws on the tissue. The surgeon consistently uses a 36 french bougie for all sleeve gastrectomies. The surgeon's stapler placement is "kissing" the bougie but avoiding tissue tension during firing, his method of checking is to ensure there is no tissue blanching when the stapler jaws are closed on the tissue. Patient has not had any post operative complications - hemoglobin levels checked and patient has been sent home. Patient bmi: 40. No patient consequence reported.

Manufacturer narrative:
(B)(4). Video analysis: based on the videos alone no conclusion could be reached on how the reported event occurred since the devices observed in the video are from a competitor's device and no firings can be seen during the recording.

Manufacturer narrative:
(B)(4). Video received and reviewed: basically we see really good staple lines. I see no evidence of staple malformation. The device is doing what it is supposed to do. We do see some oozing from the lines, but we don¿t see any pulsatile bleeding. These look like typical sleeve staple lines with the echelon. Good perfusion and good staple form in most cases. There are a couple instances where a clip or a bovie would be expected.